Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced discomfort. The patient underwent a revision procedure wherein the ipg was repositioned to a more comfortable area.